Manufacturer narrative:
A visual inspection of the returned bone plug revealed no significant discrepancies. A functional check was performed with both the thread gage and an actual plug inserter. The results of the functional check verified the field complaint. The plug accepted the no-go gage, and the plug would not thread onto the inserter tool. A review of the product history revealed no other similar complaints with this lot code. Corrective action was taken to prevent this condition from recurring.

Event description:
It was noticed that the bone plug did not contain threads. There was no pt involvement at the time this event was noticed; therefore, there was no adverse effect to any pt.